Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the balloon temporary pacing electrode could not be inserted at the exit point of the protective cover. The doctor stood at the instrument table, dressed in sterile clothing, and prepared to insert an external pacemaker. To prepare, the sterile protective cover was slid over the flushing catheter. The catheter could not be inserted at the exit point of the protective cover. The resistance was too great; the catheter kinked and could not be guided through the protective cover.